Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The other graftmaster is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a perforation caused by another device. The first graftmaster failed to seal as it was unable to reach the entire area of perforation due to proximal vessel tortuosity. Another same size graftmaster was advanced but failed to cross due to the tortuosity of the vessel. The perforation was sealed using a bare metal stent. There was no reported adverse patient sequela or a clinically significant delay in procedure. No additional information was provided.